Event description:
Bd became aware of an anonymous medwatch report mw5117548 on may 23, 2023. The medwatch was filed on may 1, 2023. Medwatch report mw5117548 states that pyxis medstation es system full height cubie drawers are unable to be released if the drawer magnet falls out of its intended location. Patient or user harm was not reported.

Manufacturer narrative:
Bd became aware of an anonymous medwatch report mw5117548 on may 23, 2023. The medwatch was filed on may 1, 2023. Medwatch report mw5117548 states that pyxis medstation es system full height cubie drawers are unable to be released if the drawer magnet falls out of its intended location. Patient or user harm was not reported. Medwatch report mw5117548 event description: pyxis medstations have a flaw in the full height cubie drawers. The magnet that enables the drawer to recognize it is closed keeps falling out of it's location. This causes the drawer to fail and clinicians are unable access any medication in that drawer. There is a permanent fix for this problem, but bd refuses to proactively fix this problem and will only dispatch a repair tech when a drawer has broken. All pyxis medstations at our facility were upgraded in the summer to fall of 2022 and we have already had over a dozen failures. Every time we have a failure, it causes delays in patient care with the potential for adverse outcomes. The manufacturer could not identify an existing complaint number based on information provided in the anonymous report. Knowledge article 000016289 february 2023 drawer/door hardware letter: info and call handling, addresses the report made by the customer. The knowledge article states that a complaint number should be opened to investigate the issue, follow normal troubleshooting procedures, and dispatch a field service technician if necessary.

Event description:
Bd became aware of an anonymous medwatch report: mw5117548 on may 23, 2023. The medwatch was filed on may 1, 2023. Medwatch report: mw5117548 states that bd pyxis¿ medstation¿ es full height cubie drawers are unable to be released if the drawer magnet falls out of its intended location. Whenever they experienced the failure there was a delay in patient care. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn unknown was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn unknown was performed from 31-may-2021 to 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed. The manufacturer could not identify an existing complaint number based on the anonymous report. The technical support specialist suggested knowledge article: (B)(4) to normal troubleshot. The system functioned as intended after the technical support specialist assessed the device.